Manufacturer narrative:
We were unable to conduct a thorough investigation as no supporting information was provided. The issue is unknown because testing and/or analysis could not be completed. Without the necessary data, we are unable to confirm or refute whether the issue occurred at the time of the event. As per helpline, this ticket was requested to be closed as it was opened in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between mobile device and sensor. The customer reported no adverse event. The event involved product(s) mmt-5120a, mmt-8401. Troubleshooting was performed for the pairing issue. The reset network settings process was completed on the mobile device, but the issue was not resolved. The issue could not be resolved with existing troubleshooting or labeled instructions, and it was escalated. No harm requiring medical intervention was reported. No product return is required for mmt-5120a. Product return is not applicable for mmt-8401.